Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the pump was not responding to button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. In addition, the keypad was swollen.

Event description:
The reporter contacted animas on behalf of her son (the pt ) claiming that the pump was not responding to up and down arrow button presses. The reporter also claimed that the buttons were not clicking and the button symbols were worn off.